Event description:
Information received by medtronic indicated that the insulin pump's battery were lasting a day. Customer used 10 different batteries in 3 weeks. Contacts on battery cap were not missing, damaged or corroded. Battery compartment was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring=black. Customer returned pump for an alleged failed battery alert/battery failed alarm found on august 17, 2021. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: august 08, 2021 06:39:42.000, august 10, 2021 06:49:21.000, august 11, 2021 20:36:33.000, august 13, 2021 16:56:41.000,august 13, 2021 13:10:43.000, august 17, 2021 06:15:01.000, august 17, 2021 08:27:07.000. Low battery alert was recorded and found in the formatted history file on : august 08, 2021 05:03:00.000, august 10, 2021 02:37:00.000, august 11, 2021 20:32:00.000, august 13, 2021 15:40:00.000, august 15, 2021 09:42:00.000, august 17, 2021 01:25:00.000. Replace battery alert was recorded and found in the formatted history file on : august 17, 2021 06:04:00.000, august 17, 2021 06:14:00.000 and failed battery/battery failed alarm was recorded and found in the formatted history file on : august 18, 2021 13:36:07.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Failed battery alert/battery failed alarm, low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Failed battery alert/battery failed alarm, low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.